Event description:
A hospital in (B)(6) reported that the power fail alarm on an iw930 cosycot infant warmer does not work. The customer noticed that the alarm was not functioning properly during a maintenance check. Accordingly, there were no patient consequences.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.